Event description:
It was reported that t1 and t2 was deploy together. Despite t2 deploy through the meniscus all ts were removed. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed no ts or suture remain on the delivery needle or were returned for examination. The needle is bent on two planes. Actuator is in its post t2 deployment position indicating multiple trigger cycles. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. . No root cause related to the manufacturing process can be established.